Event description:
It was reported the customer had a keypad anomaly. The customer's husband stated their keypad would be unresponsive. Customer's blood glucose was 180 mg/dl. The husband also stated, the insulin pump has been dropped and exposed to steam from the shower. It was also found the customer's battery cap was stripped. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The pump was received with a stripped battery cap coin slot. The pump also had intermittent button response due to light moisture damage to the keypad traces. The pump was received with a cracked case at the display window corners, a cracked case at the reservoir tube window corners, cracked battery tube threads, a broken belt clip slot, and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.